Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned strips were measured with a retention meter in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 314043) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in: (B)(6).

Event description:
The customer's daughter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. At 8:00 am the laboratory result from a venous sample was 3.2 inr. At 8:30 am the result from the meter from a capillary sample was 2.2 inr. The customer's therapeutic range is 2.5 - 3.0 inr. Sample handling was acceptable. The investigation is currently ongoing.